Event description:
The customer reported that the images produced were washed out and white. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the camera. The system operates as intended.